Event description:
: It was reported the epiq 7c ultrasound system was not available during a critical procedure. A bfarm 21347-24 report was received associated with this event. The system was being used with an x5-1 transducer for an emergency evaluation of the patient¿s aortic valve. The patient had a past aortic valve replacement and was in acute hemodynamic instability. In the beginning of the exam, the system displayed an error message that the transducer was not able to be detected and the system shut down. The system was rebooted without the transducer connected, and when the transducer was reconnected, it had the same results and the system shut down again. The exam was not able to be completed. There was no reported patient or user harm associated with this event. The patient did not require any medical intervention associated with this event. The patient was treated for his medical conditions in the hospital and has been transferred to a rehabilitation clinic. The customer has sent the transducer for a third-party repair. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported failure; however, the customer declined to return the probe for evaluation. The probe was sold to a third party and is not a philips product. The issue was verified in a system log review. No further information is available at this time to investigate the issue further. The system has returned to service with no similar issues reported.